Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on, both in and out of case and while connected to a working charger. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual insulin injections for backup insulin therapy.